Event description:
It was reported that t-wave oversensing has occurred multiple times. Reprogramming occurred to increase the sensitivity and no further oversensing has been observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient received two inappropriate shocks. It was reported that t-wave oversensing occurred again after the device was changed out. The device was reprogrammed and the lead remains in use.